Event description:
It was reported the black connector on top will not allow cable to be connected. It was also reported the ventrical plug is broken. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; broken lower case caused the output connector to not accept a cable. Upper case is broken. Battery drawer is damaged and contaminated. Heart wire block, battery latches, side bail covers, ring cover, heart wire contacts and the heart lead flex are contaminated. Ring bail is bent, serial number label is torn, and interconnect flex is creased between the case halves. (B)(4).